Event description:
It was reported that there were air gaps in the patient line during peritoneal dialysis therapy on the homechoice device. The patient was connected at the time of the observed air for fill two of four of therapy. The technical service representative assisted the patient with ending therapy. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported air. The patient indicated they would start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.